Event description:
It was reported that the device was used during laparoscopic cholecystectomy, that the er320 produced malformed clips. The case was completed with another device. There was no patient consequence.